Event description:
A patients husband called from the hospital bedside of his wife. The patient has a chest tube attached to an atrium oasis. He is curious if the drain tubing should be below the level of attachment to the drain itself. He states that there is a loop that is lower that is collecting fluid. He is able to lift the loop and drain the fluid, but wonders if it should be higher above the drain so as not to collect fluid. He states he has not been able to find information in any manual for the drains regarding this. Advised that it is recommended in the IFU that the drain should always remain below the chest tube site and that dependent loops can be addressed. Also spoke briefly to a staff nurse in the department about the loops and the patient's husbands concern. The staff was thankful for the information and would check on the tubing and the drain. There was no reported malfunction with the drain and no adverse patient outcome. This complaint was created because the customer reported that it was not clear in the instructions/materials regarding where the tubing should be positioned.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review. During activities being performed for CAPA 682612 (associated with express mini 500 continued use and use of devices outside of the healthcare setting), atrium medical corp. Became aware of calls received by the getinge emergency support program (esp) team that were not logged as complaints. A retrospective review of the calls logs has resulted in the identification of this complaint/MDR. Upon completion of the investigation into this event a follow up report will be submitted.

Manufacturer narrative:
Investigation summary: a patient¿s husband called the emergency support (es) team from the hospital bedside of his wife. The patient has a chest tube attached to an atrium oasis. He is curious if the drain tubing should be below the level of attachment to the drain itself. He states that there is a loop that is lower that is collecting fluid. He is able to lift the loop and drain the fluid, but wonders if it should be higher above the drain so as not to collect fluid. He states he has not been able to find information in any manual for the drains regarding this. The es representative advised that it is recommended in the IFU that the drain should always remain below the chest tube site and that dependent loops can be addressed. The es representative also spoke briefly to a staff nurse in the department about the loops and the patient's husbands concern. The staff was thankful for the information and would check on the tubing and the drain. This ended the call. There was no reported malfunction with the drain and no adverse patient outcome. This complaint was created because the customer reported that it was not clear in the instructions/materials regarding where the tubing should be positioned. The drain in question was an oasis drain catalogue number 3600-100. There is no assertion of an adverse event associated with the use of this chest drain. Dependent loops are to be avoided if fluid drainage is present. The drainage that was not flowing in the tube set was resolved by simply lifting the tube set above the drain. A review of the current instructions for use aw012004 revision aa in the precautions section states: 3. Chest drain must be kept below the patient¿s chest in an upright position. 5. Patient tube connections, water seal, suction regulator and bellows should be checked regularly to confirm proper operation. 8. Users should be familiar with thoracic surgical procedures and techniques before using a chest drain.¿ at the time of use the instructions for use was part number aw011482 IFU oasis revision aa. This IFU was also reviewed and has the same precautions as seen in IFU aw012004. As the dependent loop was collecting fluid and not flowing into the drain due to the tube set not being above the level of the drain the root cause is user error. As the complaint is related to a user issue and there is no reported failure associated with the drain, a contemporaneous sample evaluation is not required. Based on the complaint details indicating a user error, complaint can be confirmed. There is no confirmed nonconformance with the drain. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate.